Event description:
(B)(4). I would never have anyone get this .they put me to sleep when I woke I had a lot of pain. I still have pain to this day wish I did in get it along with my period are all over the place .